Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. No cause of death was reported.